Event description:
The facility representative reported an ipump with a condition of operated 12 hours at 2.5 ml with upstream clamp and no delivery to patient, but did not alarm. It is unknown when the event occurred; however, it was identified in the "general patient ward" department. There was no report of patient injury or medical intervention necessary. No additional information is available.

Manufacturer narrative:
(B)(4).a request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: the investigation included evaluation of the actual device. The reported condition of an ipump that did not deliver medication to the patient and failed to alarm was not confirmed nor reproduced during product evaluation. The assignable cause was not identified. Therefore, no repairs were made to fix the reported condition. A service history review revealed the device has not been previously sent into service for a related condition. A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device.